Manufacturer narrative:
Review of the data showed that the fluorescence reading in all channels for this run is lower than expected, with a high degree of instability. Based on review of the data, this run is confirmed to be a false positive result. There appears to be a low pcr volume during pcr amplification cycles in this run. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged they received potential false positive results for the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that they observed a sars-cov-2 negative, influenza a negative and influenza b positive result for a patient sample analyzed on the cobas liat system (s/n (B)(4)). The patient sample was re-run on the same cobas liat system (s/n (B)(4)) and a different platform the panther both systems generated sars-cov-2 negative, influenza a negative and influenza b negative results. No information was provided regarding sample collection methods. There was no allegation of harm to the patient. It is unknown if the results were reported out to the patient and/or personnel treating the patient.